Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that tip detachment occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was confirmed that there was no tip attached to the balloon tip when it was removed from the hoop and the tip protection cover and sheath were pulled out at the same time. Looking at the protective cover and sheath, the sheath had a tip attached to it. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR: a 10 mm x 3.00 mm wolverine cutting balloon delivery system was returned for analysis. A visual examination identified that the balloon folds were wrapped. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades section of the device were visually and microscopically examined, and no issues were noted with the markerbands and blades of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The tip was visually and microscopically examined, and it was noted that the distal purple section of the device had detached. Further examinations noted that this purple section of the tip was returned on a product mandrel and was free moving. A visual and tactile examination found no issues with the shaft of the device which may have potentially contributed to the reported incident. No shaft kinks were noted at the distal end of the tip.

Event description:
It was reported that tip detachment occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was confirmed that there was no tip attached to the balloon tip when it was removed from the hoop and the tip protection cover and sheath were pulled out at the same time. Looking at the protective cover and sheath, the sheath had a tip attached to it. The procedure was completed with another of the same device. No patient complications were reported.